Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.

Event description:
It was reported that during a laparoscopic assisted bowel resection procedure the device cut but did not staple. A second device was pulled to complete the procedure with no patient consequence.